Event description:
Olympus was informed that a "tiny black rubbery sliver" was found on the pt's carina during an intubation procedure. The sliver was said to have been successfully suctioned out of the pt using the subject device. The sliver was discarded, and the device reprocessed. Following reprocessing, the user facility noted a 4-5 mm section of the bending section glue was missing from the distal end of the device. There was no pt injury reported.

Manufacturer narrative:
Olympus followed-up with the user facility via phone and in writing to obtain add'l info regarding this report, but was not provided any further detailed info. The device referenced in this report was returned to olympus for eval. The eval found approx 5 mm of the bending section glue was missing from the distal end of the bronchoscope. The remaining portion of bending section glue was cracking and peeling, and the unit failed electrical safety and leak testing. The cause of the reported phenomenon could not be conclusively determined. The device was refurbished. This report is being submitted as a medical device report in an abundance of caution.